Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was 35mg/dl at the time of incident. The customer reported that green light not flashing when removed from charger. Customer declined troubleshooting for low blood glucose. The customer reported that blood glucose was 234mg/dl when sensor glucose was 334mg/dl. The customer treated low blood glucose with 3 tables spoon of sugar. Also sensor reading was 108mg/dl. Also blood glucose was 148mg/dl and sensor glucose was 217mg/dl. The insulin pump will not be returned for analysis.